Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the broken video cable led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the rigid videoscope¿s video cable was broken and produced a purple image, additionally, the distal end fiber bonding in the outer tube area was damaged. There was no patient involvement.